Manufacturer narrative:
The reported issue was addressed with phone support. The customer removed the endoscope and reseated connections to resolve the issue. The system was working properly, and no additional action was required.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the robotics coordinator (roco) called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the 30-degree endoscope plus (sn (B)(6)) was flipped. Customer removed and reseated the endoscope, and the issue was cleared. Artemis showed the systems endoscope was recognized. The procedure was completed as planned with no reported injury.